Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product, however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined for the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-03020. The pt received an scs system, including a surgical lead and an ipg, on (B)(6) 2010. During the implant, the pt sustained heavy bleeding. In order to finish the procedure, the physician inserted a drain. The pt continued bleeding post-operative and encountered some trouble moving his legs. According to the physician, the pt's condition was complicated by "other health issues." Attempts to obtain additional information regarding the other issues was unsuccessful. The entire scs system was explanted 11 days later. The facility opted to retain the explanted product. No additional event or pt information is available.